Event description:
This supplemental report is being filed based on explant and replacement of the device.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that this has the appearance of a device header spring contact issue and recommended to the boston scientific representative (rep) to consider bringing the patient into the clinic to evaluate the issue further to make sure it is not an actual lead fracture. Ts explained that they could consider continued monitoring, but it is the physicians decision. Ts also mentioned that they could consider replacing the current device with a device that has the new header enhancement design. The patient was subsequently observed in the clinic. The rv sensing was noted to be fine but variable pace impedance measurements were able to be reproduced. The induced pace impedance measurements ranged from 500 ohms to 2000 ohms. Ts again indicated that this could be a device header spring contact issue and discussed with the healthcare provider (hcp) the concern related to the ICD system providing needed pacing as the patient receives pacing therapy ninety-eight percent (98%) of the time. Ts also spoke to the rep and indicated that since the impedance changes were able to be reproduced during the clinic visit for this pace therapy dependent patient, the recommendation is for a device replacement, unless they can find clear evidence it is a rv lead-only issue. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported. The device was subsequently explanted, replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. All seal plugs were intact. Seal ring marks indicated full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that this has the appearance of a device header spring contact issue and recommended to the boston scientific representative (rep) to consider bringing the patient into the clinic to evaluate the issue further to make sure it is not an actual lead fracture. Ts explained that they could consider continued monitoring, but it is the physicians decision. Ts also mentioned that they could consider replacing the current device with a device that has the new header enhancement design. The patient was subsequently observed in the clinic. The rv sensing was noted to be fine but variable pace impedance measurements were able to be reproduced. The induced pace impedance measurements ranged from 500 ohms to 2000 ohms. Ts again indicated that this could be a device header spring contact issue and discussed with the healthcare provider (hcp) the concern related to the ICD system providing needed pacing as the patient receives pacing therapy ninety-eight percent (98%) of the time. Ts also spoke to the rep and indicated that since the impedance changes were able to be reproduced during the clinic visit for this pace therapy dependent patient, the recommendation is for a device replacement, unless they can find clear evidence it is a rv lead-only issue. The products remain in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated that this has the appearance of a device header spring contact issue and recommended to the boston scientific representative (rep) to consider bringing the patient into the clinic to evaluate the issue further to make sure it is not an actual lead fracture. Ts explained that they could consider continued monitoring, but it is the physician's decision. Ts also mentioned that they could consider replacing the current device with a device that has the new header enhancement design. The products remain in-service. No patient symptoms or adverse patient effects were reported.